Event description:
It was reported that a patient experienced a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis (pd) therapy. To resolve the issue the transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.